Event description:
A caller reported intermittent occlusion alarms. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin use. There was no reported adverse impact on the customer¿s blood glucose level.